Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on the right atrial (ra) channel. Boston scientific technical services was consulted and pacing impedance measurements were found to be on the low limit in this lead, and further testing was recommended. At this time, this device system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).